Event description:
It was reported that the unit had just returned from repair but failed occlusion testing at 29.14 psi. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was confirmed. The issue was traced to the device dso sensor which was determined to be faulty. Upon further investigation, found dso seal delaminated, camshaft and expulsor assembly defective. Dso sensor was replaced and dso/uso calibration was performed. After the pvt was performed, the unit passed all testing criteria.